Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) is unknown. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("pelvic/"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: (B)(6) 2003 (as reported as discrepancy noted). Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: new events added dysmenorrhea, pelvic pain, abdominal pain, menorrhagia. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.